Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Pd therapy was ongoing. The patient was hospitalized. The patient began treatment with unspecified antibiotics (route, dose and frequency not reported). The patient continued the course of antibiotics for 10 days. Six days after hospital admission, the patient was discharged. The patient was recovering at the time of this report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.